Event description:
After the opening the packages of the precise, the stents were found partially deployed.

Manufacturer narrative:
This product is available but has not been received for analysis. Additional info will be provided within 30 days of receipt.